Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with waxy vision and complained of visual discomfort. The lens was exchanged for another lens model 07 days following the initial procedure. The iol was replaced with a single focus one and the visual acuity improved, there was no health damage to the patient. Additional information was received from surgeon and stated that patient's condition was good after the replacement to the monofocal iol. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol (intra ocular lens) returned in two segments wrapped in surgical material inside a zip lock bag. Solution is dried on the iol. Both haptics are intact. The optic is torn/split-cut and scratched/marked-rejectable. Company lens was replaced with monofocal lens. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.